Event description:
Analysis of the returned device found the microdelivery catheter had separated.

Manufacturer narrative:
A review of the device history record was performed and showed that this device met all required specifications. Analysis of the returned device found the microdelivery catheter compressed on its distal shaft, and the proximal shaft stretched and separated under the strain relief. The stabilizer had separated at the proximal junction. Friction was felt as the stabilizer was pushed out of the microdelivery catheter and the stent was deployed on the table. The stabilizer was severely kinked on its middle shaft and had stretched on its distal junction as it was removed from the catheter. No other anomalies were observed. The damages noted to the returned device are indicative of stent deployment friction. The cause of high friction cannot be definitively determined. Possible causes are: highly tortuous anatomy; inadequate flush; manufacturing defects in stent loading. Due to friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer thereby causing compression of the stabilizer, resulting in buckling, bending, kinking and breakage. Excessive force likely accounts for the observed damages noted to the returned device. Additional info provided states the physician had attributed the inability to deploy the stent to excessive tortuosity of the pt's anatomy. Therefore, based on the info available and investigation findings, the reported event was determined to likely be caused by one of the following: excessive tortuosity in the region of the loaded stent, resulting in higher deployment force or excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the stabilizer to the stent. As this is considered an anatomical factor, a root cause classification of operation context has been assigned to this complaint.